Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Green status indicator has stopped flashing unless the device is switched on. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 23rd may 2018. Poor solder joint on q45 the device was returned with the reported fault ¿no status indicator during standby¿. During the investigation it was found that the status indicator was failing to illuminate. This would confirm the reported fault. The fault was traced back to a poor solder joint on component q45. Insufficient contact being made would have resulted in the green status led not flashing as normal. The device successfully passed final unit test, h017-014-204, on the 23rd may 2018, therefore it is assumed it made sufficient contact during testing on this date. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Green status indicator has stopped flashing unless the device is switched on. There was no patient involved in this event